Event description:
It was reported that approximately 6 months post implantation of a right total talus component, the patient presented with decrease in dorsiflexion range of motion of the ankle. Patient was prescribed physical therapy. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.